Event description:
The distributor reported that the patient underwent a hip surgery (B)(6) months ago and on (B)(6), while taking breakfast, heard a snap in the region of the prosthesis, and even without feeling any pain, he went to the doctor, who performed an x-ray, identifying that the head of the ceramic prosthesis was broken. It was recommended to the patient to rest and another surgery was scheduled for the (B)(6), where the broken prosthesis was replaced. The patient conditions is well and no adverse consequence is reported.

Manufacturer narrative:
A review of the provided medical records was completed by a clinical consultant confirming the fractured ceramic head. It was stated in the report that "undated x ray copies include an ap of the left femur, times two, demonstrating an uncemented left total arthroplasty with the stem and cup in nominal position. The trunnion of the stem is noted to be eccentric in the acetabulum with radiodense fragments outside the joint consistent with a head fracture. The tip of the stem is 1-centimeter from the proximal end of an intramedullary rod in the femur. The distal rod and femur are not visualized. Evidence of an old fracture callus is noted distal to the implant stem." The event was confirmed. The exact cause of the event could not be determined because insufficient information was received. Further information including operative reports, implant labels and serial x-rays are needed to establish if there were any issues in relation to how the c-taper head was seated onto the stem trunnion post op in (B)(6) 2011. This medical information is also required determine if an adapter sleeve was actually used as part of the total hip arthroplasty. An adapter sleeve was returned along with other components suggesting the sleeve was used; however, no implant sheet or operative report was provided to confirm it's use. The surgical protocol indicates that a universal adaptor sleeve must be fully seated on the stem taper before the alumina c-taper head is assembled. Evidence from the material analysis report outlined that a ¿continuous metal transfer ring around the proximal end of the taper indicated that the head may not have been properly seated on the stem trunnion/adaptor sleeve.¿ inadequate seating of the ceramic head onto the adapter sleeve or seating the head onto the trunnion without the adapter sleeve are likely to cause the device to fail, in this case; however, a root cause could not be determined as additional medical records are required to understand the true cause of failure. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened. Not returned.